Event description:
It was reported that the 4.5 reamer broke during procedure. The surgeon retrieved the broken flexible reamer out of the medial portal and continued on with the surgery. A backup device was available and no patient injury was reported.

Manufacturer narrative:
One 4.5mm flexible endoscopic drill was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. The drill has broken where it transitions from 20 revs to 9 revs per inch approximately mid-point of its length. The break area is uncoiled at each end. The distal end is dramatically bent on multiple planes. The primary and secondary cutting edges of the drill head are worn, dull and burred. The condition of the device indicates excessive forces were applied during use. Per the device IFU under precautions ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. Further investigation is not required at this time. The device has been removed from your inventory.